Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a walled-off pancreatic necrosis (won) during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent distal flange did not open despite multiple attempts. The stent was removed fully covered by the outer sheath, and another axios was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was partially deployed. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed but presented slow expansion problem. Additionally, the inner sheath and outer sheath were kinked. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned partially deployed. For the observed problem of stent slow expansion, expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. The investigation concluded that the additional observed events of inner sheath kinked and outer sheath kinked were most likely caused due to factors encountered during the procedure such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.